Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a left knee manipulation and arthroscopic synovectomy with scar tissue removal to address pain, swelling, stiffness limited range of motion and limited mobility approximately ten (10) months post-operatively. The patient was diagnosed with arthrofibrosis and continued with physical therapy, which made slow improvements with range of motion. Initial operative notes did not identify any intraoperative complications. Operative notes from the arthroscopic procedure noted extensive arthrofibrosis throughout the knee with heavy scar tissue. However, no intraoperative complications were noted. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant devices - vanguard posterior stabilized tibial bearing 10mm x 71/75mm catalog #: 183640 lot #: 040510, biomet tibial tray 71mm catalog #: 141223 lot #: j6061624. The complainant has not yet indicated whether or not the devices will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-02688.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address pain, limited range of motion and limited mobility approximately one (1) year post-operatively. Attempts have been made and no additional information is available at this time.